Event description:
A pt's father reported that his 14 year old daughter was diagnosed with fusarium keratitis in jan 2006. The treating ophthalmologist confirmed that the pt was diagnosed with fungal keratitis and eye culture results identified fusarium. The pt experienced an increasing pain, tearing, and photophobia in the right eye. Prior to the diagnosis, the pt had received treatment of vigamox lqhr and tobradex qhs for one day. Upon confirmation of fusarium by culture the pt was treated with natamycin 5% topical q2hrs for 2 months. Subsequently, the pt recovered. The pt developed a peripheral corneal scar, not visually significant, and a small amount of astigmatism. The ophthalmologist reported he was uncertain on what product caused the pt symptoms. The ophthalmologist also forwarded a copy of a voluntary medwatch report form that the pt's mother had completed.